Event description:
Although the device is not indicated for use in bypass grafts, a 4.0mm diameter x 18mm length ave gfx stent was inserted and placed across the target lesion in a sapheneous vein bypass graft. Upon attempt to inflate stent delivery system, the balloon did not expand. There was no additional clinical sequelae reported relative to the event.